Event description:
Caller reported that their pump screen remained dark and would not turn on after the pump was accidentally dropped into a toilet. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.